Manufacturer narrative:
The reported complaint of tcmid:02 (ce danfoss error) error message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during functional testing and during event logs review. The investigation findings determined that the probable cause of the reported tcmid:02 (ce danfoss error) was due to a defective cooling engine as result of an aging component. Unrelated to reported complaint, a cracked pump lid, a cracked cover deck, loose top lid, missing prime cover switch, missing top lid screws and oil mixed with glycol in coldwell on the console were observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in october 2011. The device has been operating for 7 years and has exceeded its expected serviceable life of 5 years. All damaged and missing parts identified were likely attributed to user mishandling. All faulty parts identified were replaced and tighten. During archive review, multiple tcmid:02 error codes were identified in the event logs on the date when the issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:02 (ce danfoss error) displayed during console power on self-test. To remedy tcmid:02, the defective cooling engine was replaced. The ivtm system was re-tested and passed all functional tests. The console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid: 02 (ce danfoss error) error message on the display panel screen. No patient involvement.